Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "revised due to squeaking, pain and discomfort. Surgeon believed that the ceramic liner had some cracks in it. Showed it to the rep, who also observed some cracks in it."